Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer delivered the intended amount of insulin and that ended up being too much insulin causing the customer to go low. Recommendation was made to consult with healthcare provider regarding diabetes management.